Manufacturer narrative:
Additional information: the medtronic representative present at the first procedure on (B)(6) 2017 reported during follow-up, that the surgeon did a tracer registration and she walked him through that because he typically prefers a touch n go registration. The medtronic representative made sure to do a robust registration with points on bridge of nose and up through the head. After we successfully registered, we verified accuracy and he and the medtronic representative were both pleased. We then draped the patient and then verified accuracy again before proceeding, which he was pleased with again. Once they navigated down to the tumor, they obtained a biopsy, which came back as negative. The surgeon checked the navigation again, it showed us in the tumor and he had an open flap so he was able to see that he was in the tumor. The surgeon then sent two more samples which came back negative. The pathologist stayed in the room to verify that what he thought we were taking was necrotic tissue, which he agreed with. We sent the specimen to be looked at as a permanent and he was happy with that and he closed the flap. She looked to make sure that nothing moved on our end, the articulating arm, and that was locked solid into place. There was no other impact to patient reported other than requiring a second procedure. The medtronic representative that was present at the second procedure on (B)(6) 2017, reported additional information upon follow-up. She reported that they were not aware until the actual second case that there was any issue with the first case. The area of the cranial biopsy was left parietal. A total new flap was not done but an extension of the old flap for the second biopsy procedure. The old incision was a little posterior to where he needed to be (this was confirmed with navigation as well). Unfortunately, they did not have and use the same navigation system that was used for the first case (it was being used in another room) so she was not able to compare exams between first and second case. The scan was done right before surgery for this case but she could not speak for the first case. The surgeon felt that the navigation system was possibly off for the first case because he thought he was in the tumor when he took the specimen. However, it came back not good after the surgery and they medtronic representative and surgeon were not aware of that. They took several specimens while in surgery the second time and waited for pathology to come back to confirm they were good. The software investigation of image analysis found that the reported event was unrelated to a software issue. The software functioned as designed. This was caused by poor tracer pattern. The additional engineering investigation found that there is no allegation of deficiency against a hardware component at this time and per system checkout. The software investigation was reviewed, which found the cause of the issue was due to poor tracer pattern. The instructions for use (IFU) contains guidance regarding proper tracer registration technique. The site staff received training on proper tracer registration techniques.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system functioned within specifications and a successful system checkout confirmed this. The tracer pattern was sent to the manufacturer for further analysis where it was found that the issue was being caused by improper tracing patterns. It was later reported that a medtronic representative participated in the second patient biopsy and trained the physician on how to perform a proper tracing pattern which resolved the issue.

Event description:
A site representative reported that a second biopsy had to be performed on a patient due to not successfully obtaining lesional tissue on the initial biopsy. The second biopsy was successful in gathered lesional tissue from the patient. Site used pointmerge to register the patient and used a different stealthstation system.